Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable ion selective electrode (ise) results for one patient sample. The initial results were sodium 175 mmol/l, potassium 5.0 mmol/l, and chloride 79 mmol/l. These results were reported outside the laboratory. The doctor questioned the results and the patient was redrawn. The sodium result from the redraw sample was sodium 140 mmol/l. The original sample was then repeated and the results were sodium 141 mmol/l, potassium 4.2 mmol/l, and chloride 104 mmol/l. The patient was not treated based on the erroneous results. There was no adverse event. The electrode lot numbers and expiration dates were requested, but were not provided. The field service representative found there was an issue with switching from standby to current. He cleaned the reference valves and realigned the sipper nozzle. He performed an ise check and ran precision with good results. The customer calibrated and ran qc which was within specification. A specific root cause could not be identified. The investigation noted the repeat results recovered in the opposite direction from the initial results. This behavior is caused by any disturbance within the kcl/sipper flow path such as micro bubbles,grounding effects or partial clogging.